Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The issue occurred after use. The expected medication time was 46 hours however it took 70 hours to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.